Manufacturer narrative:
No adverse outcomes were reported. The initial positive results were reported to the physician. We are reporting this event in an abundance of caution and in accordance with the eua requirements.

Event description:
Customer reported discrepant results with the neumodx sars-cov-2 on the neumodx 96 molecular system.

Manufacturer narrative:
No adverse outcomes were reported. The initial positive results were reported to the physician. We are reporting this event in an abundance of caution and in accordance with the eua requirements.

Event description:
Customer reported discrepant results with the neumodx sars-cov-2 on the neumodx 96 molecular system.